Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05460. It was reported that the patient¿s ipg was replaced due to ipg reaching end of life. During the ipg replacement procedure high impedance was noted on the lead due to which the patient experienced ineffective therapy. Therapy was achieved through programming for only certain period of time using the normal contacts. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of impedance issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number: 1627487-2022-06968. It was reported that during the ipg replacement procedure (related manufacturer reference number:1627487-2022-05460) the extension was electively replaced. However, the extension analysis revealed that the extension was fractured.